Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant warning for risk of injury to the patient: "there is a risk of injury to the patient due to malfunction of the equipment. Always have spare equipment available." The device investigation confirmed error e433; this error is triggered by the device's safety system during start up if output signal does not meet voltage specifications. If this error is triggered, a device restart occurs. If the cause of the error remains, the device will continue the restart cycle and the device will not be operational. The error in this case was caused by a defective high voltage power supply board. The cause of the component failure has not been confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found error code e433 presents when powering the device on. Fault traced to a faulty high voltage power supply with two metal-oxide-semiconductor field-effect transistor displaying short circuit. High voltage power supply replaced confirmed the fault has been rectified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hf unit "esg-400" made a loud banging sound and displayed error code e433. The issue was found during preparation for use. There were no reports of patient harm.